Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the ultratome xl sphincterotome failed to bow or cut. The device was advanced to the lesion in the common bile duct. When the physician attempted to bow the device it failed to bow or to cut. The procedure was completed with a second device. There were no reported clinical consequences.

Manufacturer narrative:
Failed to bow.